Event description:
The thermachoice uterine balloon failed to work after about 2 minutes. The temperature rose and the pressure went to over 200. The probe was immediately removed and there was no harm done to the patient.